Event description:
It was reported that during an unknown procedure, the clips could not sit properly and close tissue. Clips came crossed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within specification. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: most of the time clips came crossed (clips¿ tips could not close parallel to each other), therefore, clips could not close the tissue or gave damage to issue and resulted in a small amount of bleeding. However, this small amount of bleeding did not affect procedure prolongation or patient negatively .